Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Guidewire body and bonds: the high torque sleeve (hts) was separated and the coil wire was stretched 14mm ¿ 16mm from the distal tip. The core wire was still intact. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the hts revealed that there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the distal tip fractured. A 180x35cm fathom¿ -16 was selected for chemo embolization of the hepatic artery. During preparation, after the product was opened on the sterile field, the physician shaped the distal tip normally. It was noted the distal tip fractured. The device was exchanged with another of the same device. The device never made it inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip fractured. A 180x35cm fathom¿ -16 was selected for chemo embolization of the hepatic artery. During preparation, after the product was opened on the sterile field, the physician shaped the distal tip normally. It was noted the distal tip fractured. The device was exchanged with another of the same device. The device never made it inside the patient's body. No patient complications were reported.